Event description:
It was reported that the customer had no delivery alarm on her insulin pump. Customer's cannula was also kinked and customer forgot her serter while on vacation. Customer reported that the no delivery alarm issue was resolved by a complete set change. Customer's blood glucose level was 376 mg/dl. Customer was unable to troubleshoot at the time of the call. Customer does not want to return reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).